Manufacturer narrative:
(B)(4). Date sent: 2/13/2020. Batch # unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please confirm the procedure? How exactly was the harmonic device used in the procedure? What anatomic structures was the device used on? When not in use, was the device placed on the patient? Was the device placed in a holster or pouch on the side of the patient while not in use? What was the patient posting during the procedure? What heat management technique were utilized during the procedure? What was the size of the burn? How was the burn treated?

Event description:
It was reported that after a cesarean section, the patient had a 2nd degree burn on the gluteus with blistering. No further details provided.

Manufacturer narrative:
(B)(4). Date sent: (B)(6)2020. H10: corrected data = d1 - d4, g1 and g5 upon review of the information provided, it was concluded that this report was submitted in error with the incorrect product code of hd1000i and manufacture number. Additional information obtained indicated the correct product code associated with this event was 0845. As product code 0845 is registered under manufacture number 1721194, all details pertaining to this event to include, initially reported event, additional information and device analysis has been submitted under medwatch report #1721194-2020-00031.

Manufacturer narrative:
(B)(4). Date sent: 2/21/2020. Additional information was requested and the following was obtained: can you please confirm the procedure? Gyn sectio how exactly was the harmonic device used in the procedure? Megadyne megasoft was used in combination with a single use standard monopolar electrode on the erbe vio 300d. Settings only forced coag, effect 2, max. Watt 90 (upmax: 1100vp) what anatomic structures was the device used on? Neutral electrode. Hemostasis after the birth of the child. When not in use, was the device placed on the patient? Positioned under the patient as directed. Lithotomy storage was the device placed in a holster or pouch on the side of the patient while not in use? See above what was the patient positioning during the procedure? Positioned under the patient as directed. Lithotomy storage what heat management technique were utilized during the procedure? Only a short activation until the desired hemostasis is reached what was the size of the burn? We have not received any pictures yet. How was the burn treated? We have not received any pictures yet.